Event description:
Easy pulse conserver was being placed on an oxygen tank after the yoke seal was changed. When the post valve was opened on the tank the conserver flew apart, hitting the hand of the attending home care tech; part of the conserver punctured a nearby wall. The pt receiving the oxygen was not injured.